Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05227. The patient had two, model 3146 leads from the same lots. It was reported the patient was not receiving pain relief. As a result, the patient's leads were explanted and replaced. The doctor also electively explanted and replaced the patient's ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.